Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, part of the insulation from the 8mm prograsp forceps instrument, near grasper, was burnt through. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that issue was first discovered during reprocessing and there were not any reports from or regarding any arcing. It is unknown what surgical task was being completed and no images or video can be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have thermal damage on distal end of the main tube. There was not any material missing. The complaint regarding part of insulation near grasper was burnt through was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.